Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2570.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage and caused exposure to chemotherapy agent. The following information was provided by the initial reporter: complaint 2 of 2 material #: 2426-0500 batch/ lot#: 20093310 the nurse connected the tubing to the patient and the pump. During the administration, the patient wanted to use the restroom. The nurse helped the patient up and noticed a fluid on patients arm and clothing and it was leaking from the medication port closet to the patient. This tubing set was discarded because the drug administered was a chemotherapy agent.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage and caused exposure to chemotherapy agent. The following information was provided by the initial reporter: complaint 2 of 2, material #: 2426-0500, batch/ lot#: 20093310. The nurse connected the tubing to the patient and the pump. During the administration, the patient wanted to use the restroom. The nurse helped the patient up and noticed a fluid on patients arm and clothing and it was leaking from the medication port closet to the patient. This tubing set was discarded because the drug administered was a chemotherapy agent.

Manufacturer narrative:
H.6. Investigation: no photo or samples were provided by customer to verify the complaint of leakage. Without a sample, no investigation can take place to determine the root cause. A device history record review for model 2426-0500 ,lot number 20093310 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20093310 regarding item #2426-0500.